Event description:
It was reported that a device fracture occurred. The stenosed target lesion was located in the severely tortuous and calcified middle left anterior descending artery (mid lad). A 10mmx3.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that resistance was felt upon crossing the lesion which caused the device to fracture. The device was removed manually. The procedure was completed with another alternative. There were no patient complications reported.